Event description:
After 37 months of implantation, this lead was explanted because the pt was receiving inappropriate shocks. After the explantation of the system, the physician did a visual examination of the lead and believed that there was an insulation fracture. It should be noted that at this time co is unable to determine whether this lead or the ICD that it was attached to, caused or contributed to the inappropriate shocks that the pt received. Note: the ICD was also explanted and reported on a MDR. ICD is on a suspect list for over-sensing.